Manufacturer narrative:
Correction: the valiant stent graft system was implanted in the thoracic aorta. Updated: additional fdc codes added following investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was reported that the cause of the rupture was likely due to either a type iii or type IV endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: vamc3632c150tj, serial/lot #: (B)(4), ubd: 25-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a ruptured 55mm abdominal aortic aneurysm. It was reported post the index procedure the patient developed haemoptysis during an ambulance transfer to another hospital. The transfer was cancelled and it was reported the patient expired in the hospital where the procedure was performed. Per the physician the cause of haemoptysis and death was related to a re-rupture.